Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported on (B)(6) 2014, at 5:40 pm, she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: the pod was removed and discarded. She decided to go the hospital and upon arrival her bg was reading 730 mg/dl or 740 mg/dl. At the hospital she was diagnosed for diabetic ketoacidosis and was treated with insulin, fluids and potassium intravenously. She was released from the hospital on (B)(6).